Manufacturer narrative:
H.6. Investigation: bd received an empty pacakge, a contamintated sample and a loose sample from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Event description:
Material no. 367364 batch no. Unknown. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set when attempting to draw blood by attaching the vacutainer the blood actually stops half way down the tube of the butterfly and doesn¿t drop into the vacutainer. The following information was provided by the initial reporter: we have received notification that we are experiencing some issues with these products and not sure if it is butterfly needle or the vacutainer. The clinical area reports that when attempting to draw blood by attaching the vacutainer the blood actually stops have down the tube of the butterfly and doesn¿t drop into the vacutainer. Also, had an incident of the needle being bent when the package was opened. I have requested copies of the safety reports to provide further details as well as we do have some of the products saved along with the package.

Manufacturer narrative:
Medical device type: jka, fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367364, batch no. Unknown. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set when attempting to draw blood by attaching the vacutainer the blood actually stops half way down the tube of the butterfly and doesn¿t drop into the vacutainer. The following information was provided by the initial reporter: we have received notification that we are experiencing some issues with these products and not sure if it is butterfly needle or the vacutainer. The clinical area reports that when attempting to draw blood by attaching the vacutainer the blood actually stops have down the tube of the butterfly and doesn¿t drop into the vacutainer. Also, had an incident of the needle being bent when the package was opened. I have requested copies of the safety reports to provide further details as well as we do have some of the products saved along with the package.